Event description:
It was reported that a patient underwent a neurosurgery procedure on an unknown date and suture was used. During neurosurgery; where the suture would break /pop off while still in use and pushing through tissue. The lot number of what was used intra op is the same as the ones being returned. There was no patient consequences reported. Procedure was completed successfully. Surgical delay unknown. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/12/2024 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * please confirm the number of sutures that broke during this procedure. Not known to me * please confirm the number of sutures that pull off during this procedure.not known to me * credit was requested. Who shall receive the credit?can it be credited to this acct #? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)paige klem is clinical resource director and is cc¿d on this email. * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.tracking number provided above. The following information was reported: we have a whole box of sutures where the surgeon and the pa noted issues where they would break / pop off while still in use and pushing through tissue. H3 investigational summary: the product was returned to ethicon for evaluation. Eight representative unopened samples were received for analysis. Product code vcp840d which is a control release and requires eight strands per packet. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. The functional test was performed using instron equipment, and the pull force results met the requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.